Event description:
During manufacturer review of a patient's vns programming history, it was noted a systems diagnostics test faulted on (B)(6) 2006 and changed the vns parameters to unintended settings. A final interrogation was not performed to verify settings. The change in settings was not corrected until (B)(6) 2006.

Manufacturer narrative:
Analysis of programming history (if applicable).